Event description:
Reporter indicated that vns pt has not felt device stimulation for several months, indicating possible device malfunction. Ti was reported that device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Additionally, the pt has experienced an increase in seizure activity over the past 2-3 months, but not above pre-vns baseline frequency. It was reported that the pt had a seizure several months ago, during which she fell and possibly caused damage to the vns therapy system. The pt was last able to feel device stimulation approx ten months ago. Treating neurologist swiped the device with the magnet to initiate a magnet mode stimulation cycle, but the pt still did not feel device stimulation. Treating neurologist increased the device output current setting, but the pt was still unable to feel device stimulation. Review of x-rays by treating neurologist revealed an apparent break in the lead wire "at the level of the lung apex". Additionally, it appeared that the anchor tether was "sticking out" and was displaced. Review of mfg records for both the pulse generator and bipolar lead revealed no anomalies that would adversely affect device performance.